Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a perigee on (B)(6) 2005. It was alleged the plaintiff suffered extreme pain and discomfort, severe permanent pain and discomfort. It was additionally alleged the "mesh has collapsed and eroded" as well as the plaintiff suffered significant and permanent injuries, mental anguish, and disfigurement.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.